Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following section were corrected: a2; a3. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 010000589, comp rvrs 25mm bsplt ha+adptr; lot#: 66100999. Item#: 115394, comp rvs cntrl 6.5x20mm st/rst; lot#: 65887992. Item#: 180551, comp lk scr 3.5hex4.75x20 st; lot#: 66033952. Item#: 110031402, mini standard thickness +3mm taper offset 40mm diameter humeral tray; lot#: 66231335. Item#: 110031424, standard 36mm diameter bearing; lot#: 65839357. G2: foreign: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately one (1) year and six (6) months ago. Subsequently, the patient was revised approximately one (1) month ago due to the implants loosening. Attempt has been made to obtain additional information. No additional information has been received at this time.